Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
A removable extension arm-flex, placed on a male patient at (B)(6), fractured during use. The distraction gap appeared to have decreased due to the patient's mother turning the extension arm with her fingers. Visual examination of the device noted the inner and outer chain links are not broken. It seems the flexible arm separated in pieces by excessive load.